Event description:
Customer allegedly has two chairs that have broken right side stroller handle gear issues. Qt prepared. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model solara3g, serial number/date code (B)(4) is approximately 2 months old. The owner's manual part number (B)(6) was issued with this device. The owner's manual is also found on-line at invacare.com. The dealer called and stated that the "white machine end" of the right side stroller handle gear allegedly broke. This part allows the adjustment of the tilt on the wheelchair. There was no consumer involvement with this wheelchair. The break was located by the dealer while preparing the wheelchair for delivery. No injury. A quote has been issued for the replacement part.